Event description:
It was alleged that a patient's battery had depleted prematurely. The patient's battery was reported to be at eos. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
Patient had a generator replacement occur. Programming data was received on reviewed. The suspect generator was found to be not prematurely depleting. No additional relevant information has been received to date.